Event description:
"Rn (registered nurse) programed pump to infuse the full amount of fentanyl drip (100 ml). After switching the pumps and wasting the medication - per the IV pump the expected amount of medication was 51 ml - the actual amount in the bag (excluding the IV tubing) was 70 ml. There was a difference of 19 ml from expected amount of medication given to actual medication give. The IV pump was under infusing".